Event description:
The customer reported that the system intermittently would not display images on the monitors, resulting in a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.